Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, after removing the dilator, the physician was unable to aspirate. Staff was unsure if this was due to the sheath valve or if it was against tissue, although, the staff believed that it was against tissue which resulted in the issue. Air bubbles were also noted in the sheath. The sheath was replaced and procedure was completed. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.